Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to suture had cut through the insulation of the lead. A new lead was placed. No adverse patient effects were reported.